Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose level ranging from 381 to 464 mg/dl. The customer suspected an issue with the cannula but declined to remove the site. During a system check with tandem technical support, it was identified that the pump date and time were inaccurate. Additionally, while reviewing the bolus history, the customer stated that 2.4 units were delivered however the customer believed that 5.8 units should have been delivered. Reportedly, the cause of the bolus delivery issue may have been due to human error however the customer was uncertain as to the exact cause of the error.